Manufacturer narrative:
Device return: one (1) used d1000 tego; one (1) unk mfrs. White dead end cap. The involved dialysis tubing lines were not returned. Visual pre & post decontamination) of the "as received" tego recorded, there was evidence of residual blood/leakage between the silicone sheath and rigid body and that the male luer was partially occluded with blood. Engineering testing & analysis was performed. The tego connector was air leak tested per the applicable product specifications. The results recorded no leakage or performance issues were replicated. Additional evaluations: the tego connector was disassembled and the inner components evaluated. The report documents an axial split at the one piece seal and rigid body post interface. The split did not extend all the way through the one piece seal but was complete on the inside of the seal along the length of seal and the post interface. This split in the seal was likely the source of the internal leakage. The report also noted evidence of blood imprint on the body post that matches the location where the silicone seal interfaces with the post. Findings: visual analysis of the "as-received_ tego connector recorded evidence of internal leakages. Functional (post decontamination) testing of the tego connector recorded no leakages were replicated. Additional evaluations of the internal components identified various component damages which would account for the residual blood seen within the internal componentry. In the absence of testing the involved dialysis set-up the exact (causes) of the reported issue cannot be determined.

Event description:
Int'l ((B)(6)) complaint receive deporting flow/air bubble issue with dialysis set-up consisting of arrow cannon 11+ cs-15322-vsp; fresenius lifeline beta av-set online+-5008r and d1000 tego connectors. The event was reported as follows dialysis treatment ".. Commence don hdx. Microbubbles appeared in blood lines. Dialyser ports secured and permacath appeared and felt tight. Staff noted micro air and intermittent elongated air bubbles in arterial bloodline appearing to come from permacath being pumped toward the machine. Bloodlines recirculated, tego connection assessed, did not appear to be cross-threaded. Same replaced with nil further issues."